Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. At the end of the case, after the device was successfully implanted, protamine was administered, but it was noted that the patient was not receiving heparin due to a blown IV that occurred at an unknown point during the procedure. As a result, the patient became hypercoagulable and a clot formed on the face of the device. Post procedure, another IV was placed and patient was put on lovenox. Patient was fine post-procedure and was discharged.